Event description:
It was reported that two pilot 150 guide wires could not be shaped and therefore, were not used on the patient. Reportedly, there was no patient involvement with the two guide wires. This is being reported based on the examination of the returned guide wire completed on (B)(6) 2010, which revealed that the guide wire tip was separated and was not returned. The guide wire was not used on the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The hi-torque pilot guide wire ((B)(4)) is being reported under a separate medwatch report

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found no blood or contrast visible, consistent with no patient involvement as reported. Although not reported, the tip was separated 28.7 cm distal to the proximal end of the polymer. The polymer was separated 4.5 mm proximal to the tip separation. There was a bend in the core 1.2 cm proximal to the separation. There was no other damage noted to the guide wire. Scanning electron microscopy (sem) analysis suggested that the separation appears to be attributed to a tensile overload. An overload of this type suggests the core was exposed to pulling forces beyond the material limitations. This type of force would require the tip to be trapped while extreme pulling force was applied to the proximal end of the guide wire. The extensive damage noted to the returned guide wire was not initially reported and is likely due to user mishandling of the guide wire. There is no indication to suggest any type of product related deficiency. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.